Event description:
Physician reported capsular contracture, baker grade iii. The device was explanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: total encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported capsular contracture, baker grade iii. This record is for the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV and double capsule.

Event description:
Healthcare professional reported rupture, capsular contracture, baker grade IV and double capsule for unknown side. Device was explanted.